Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), post tavr in the aortic position vis transfemoral approach, the 26mm commander delivery system balloon\nose cone separated from delivery system upon removal. Operator used excessive force to remove. The device is available for return. No surgical intervention or cutdown was required to remove the devices. The nosecone separated in the sheath. The system was carefully removed, no vascular injury was noted. The delivery system got caught on the distal tip of the sheath/body of the sheath. There was no difficulty crossing the valve, no balloon burst, the valve was able to be deployed. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. The delivery system was used to post-dilate the valve so the field clinical specialist (fcs) suspects there was a little volume left in the balloon. The team suspects the ¿winged balloon¿ did not smoothly re-enter the esheath. The primary operator admitted to excessive force used to pull the delivery system into the sheath. It was at that point that the balloon material and nose cone separated from the delivery system. There was less than a minute between deflation and withdrawal. There was no damage to the sheath after it was withdrawn, however, they did cut the sheath to ensure the nose cone/balloon material was in the sheath and not in the access vessel.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Additional information noted that a balloon burst did not occur during valve deployment. The nose cone separated while in the sheath. There was no vascular injury upon removal of the delivery system.  There was tortuous, calcified vasculature and the minimum luminal diameter greater was than 6.0 mm, bilaterally.  3mensio imagery and photos of the complaint event were returned. Only the detached inflation balloon and nose tip were returned to edwards lifesciences for evaluation. The guidewire lumen was intact with the spring coil stretched out. The balloon was torn proximal to the inflation to crimp (I/c) balloon bond. The nose tip/inflation balloon was detached. The returned delivery system (inflation balloon / nose tip) was visually inspected for abnormalities. The distal tapered portion of the inflation balloon appeared wrinkled with disturbed pleats and the balloon wings were flared. Due to the returned condition of the device (only inflation balloon/nose tip returned), no relevant dimensional inspections or functional tests could be performed. The complaint was confirmed through imagery review and visual inspection. A review of the manufacturing records did not reveal any issues that could have contributed to this complaint event. A lot history review of the related work order revealed no other similar complaints. A review of the complaint history from january 2018 to december 2018 for edwards commander delivery system (all models and sizes) revealed similar complaints for withdrawal difficulty and tip separation but no manufacturing non-conformances that would have contributed to those events. Available information suggested that patient and/or procedural factors may have been contributing factors. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limits. Using the same timeframe, a review of previous complaints for balloon ¿ torn identified other similar complaints but no manufacturing non-conformances that would have contributed to those complaints were identified. Available information suggested that the tears could be attributed to patient/procedural factors (valve alignment performed in a non-straight section, excessive withdrawal through the sheath, improper positioning of the flex tip at inflation, residual volume in the balloon, balloon caught during withdrawal through sheath ).  The occurrence rate of the failure mode did not exceed the december 2018 control limit for the trend category of ¿damaged¿. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The manufacturing mitigations for edwards commander delivery system were reviewed. Proximal and distal leg ID inspection, proximal leg od inspection, balloon outer diameter inspection, working length inspection, single wall thickness inspection, visual inspection, inspection for crows feet and inspection for visual defects under min 8x magnification using microscope are all performed. During crimp balloon trimming and final inspection, balloon leg trimming / inspection & proximal and distal ID inspection, wall thickness inspection, visual inspection, as well as inspection for visual defects under 8x mag min using microscope. During inflation balloon preparation, inflation balloon visual inspection and proximal balloon leg wing creation is performed.  During crimp balloon to inflation balloon laser bond, laser bond visual inspection is performed. Nose tip / guidewire shaft bond visual inspection is performed, as well as during balloon catheter laser bond prep nose tip commingling inspection is performed. During balloon catheter laser bond, laser bond visual inspection is performed. During balloon pleat, fold, & forming, balloon size commingling & visual inspection, inspection of balloon size was performed as well as visual balloon inspection. During final inspection, distal to proximal visual inspection is performed. During functional product verification testing, retrieval force of system through sheath is tested as well bond inspections are performed. During tensile product verification testing, inflation balloon / crimp balloon tensile is performed. The lot was accepted. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for distal tip, nose tip ¿ separated and balloon ¿ torn were confirmed through visual inspection of the returned complaint device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the initial description, ¿the team suspects the ¿winged balloon¿ did not smoothly reenter the e-sheath.¿ although ¿there was coaxial alignment of the delivery system upon reentry into the distal end of the sheath", incomplete deflation of the balloon prior to withdrawal (as suggested in the complaint description) could have resulted in a larger balloon profile and resistance during withdrawal through the shaft. Additionally, returned 3mensio imagery shows calcification and tortuosity of the vascular route that the delivery system would have to traverse during retrieval. Tortuosity coupled with a larger balloon profile would have resulted in increased force in retrieving the delivery system through the esheath shaft resulting in the observed balloon tear, which would then have contributed to the nose tip separation from the guidewire lumen / shaft of the delivery system. Therefore, available information suggests that patient/procedural (calcified, tortuous vascular anatomy; increased withdrawal force through sheath) factors may have contributed to the reported event. The complaint for delivery system ¿ withdrawal difficulty ¿ through sheath was confirmed through visual inspection and returned imagery of the returned complaint device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Review of complaint history and training materials suggests that the following factors could contribute to withdrawal difficulty: incomplete deflation of balloon prior to withdrawal; not placing the flex tip over the triple markers prior to withdrawal; and calcification or tortuosity causing non-coaxiality between the delivery system and sheath tip. Therefore, available information suggests that patient (calcified, tortuous vascular anatomy) factors may have contributed to the reported event. The complaints for distal tip, nose tip ¿ separated, delivery system ¿ withdrawal difficulty ¿ through sheath, and balloon ¿ torn were confirmed. No manufacturing nonconformities were found in the returned sample. Available information suggests that patient and/or procedural factors (calcified, tortuous vascular anatomy; increased withdrawal force through sheath) may have contributed to the events. Review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend category ¿separated¿, ¿withdrawal difficulty¿, and ¿damaged¿. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.